Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was found to have a granuloma at the catheter. It was unknown if environmental/external/patient factors that may have led or contributed to the issue or if any diagnostics/troubleshooting were performed. Surgery was planned to replace the catheter but not scheduled yet. The issue was not resolved at the time of the report.